Manufacturer narrative:
Follow-up #1 date of submission 04/22/2015-product analysis:the device was returned and evaluated by product analysis on 04/13/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issues. Data relevant to the complaint was overwritten due to continued pump use. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿ force sensor calibration was within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.